Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported rupture was not confirmed; however, a leak was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a mildly calcified tibial artery that did not have any tortuosity. A 3.0 x 40 mm armada 18 balloon catheter was used. However, during inflation of the balloon at the nominal pressure of 8 atmospheres, the balloon ruptured. Therefore, the device was removed and it was noted that a leak was coming from the balloon. Additional balloon inflation was done using a new balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.